Event description:
It was reported that the patient underwent transplant. The device operated as expected and the event was not considered to be device or therapy related. The patient was listed due to untreatable heart rhythm disorders.

Manufacturer narrative:
Section E: Reporter Address Line 1 was reported as (b)(6).No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.